Event description:
"The wire sticks and bends and the floppy tip is too soft. Hate the wire. Used the n180802 wire three times (three different wires) to access a dilated biliary system and the same thing happened. The pt became septic due to changing out the wires and the procedure going too long." "The pt is reported as subsequently fine."